Manufacturer narrative:
One cadd medication cassette reservoir was returned. The product was received in used condition with its original packaging. The cassette was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No discrepancies were detected. A syringe was used to infuse water into the ay bag. Leakage was detected in one of the top ay bags. The customer's reported problem of "product leaks and spills medicine in the cassette reservoir" was confirmed.

Event description:
The incident occurred while filling the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd® cadd® medication cassette reservoir spills medicine in the cassette reservoir. There was no patient injury associated with this occurrence.